Event description:
Patient came in for a treatment of a 5 mm x 4.5 mm aneurysm located in the internal carotid artery (ica) periophthalmic. A deltapaq coil was deployed and prematurely detached w/o detachment attempts. As the microcatheter backed out and was being withdrawn, the coil migrated out of the internal carotid artery (ica). The coil had to be "tucked" down with two enterprise stents. Additional information received on (B)(4) 2011: the patient was fine post procedure and neurologically responsive. Nitro was administered during the procedure and plavix was prescribed as a post operation medication mainly due to stent(s) placement.

Manufacturer narrative:
The product was discarded in the hospital and will not be returned for evaluation. W/o the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.